Event description:
The customer called on (B)(6) 2011 and reported getting h&h (hemoglobin & hematocrit) check on the beckman coulter coulter lh 750 hematology analyzer. As customer was troubleshooting the instrument she had noticed a leak in the aperture bath area which appeared to be isoton mixed with blood but was not able to locate the source. Customer did not report any results out of the lab and did not save printouts of results with the h&h check failure. Due to the lack of printouts, it cannot be determined which parameters were erroneous or if results had additional flags. Customer was wearing proper personal protective equipment at the time of the event and was not exposed to the leak. No injury or change to patient treatment was reported. Field service engineer (fse) was dispatched and had observed that the instrument was leaking from two feed-thru fittings ff79 and ff82. Fse proceeded to replace the tubing connected to the fittings and the reason that the tubing was not engaging properly to the fittings was unknown. No further leaking was observed and the instrument did not experience any additional h&h check failure. Repairs were verified per established procedures and the results met published performance specifications.

Manufacturer narrative:
Field service engineer (fse) was dispatched and had observed that the instrument was leaking from two feed-thru fittings ff79 and ff82. Fse proceeded to replace the tubing connected to the fittings and the reason that the tubing was not engaging properly to the fittings was unknown. No further leaking was observed and the instrument did not experience any additional h&h check failure. Repairs were verified per established procedures and the results met published performance specifications. (B)(4).